Event description:
It was reported that distal tip detachment occurred requiring additional intervention. A 182cm j luge guidewire was used during the procedure. However, the tip of the wire sheared off inside the patient. The physician snared the tip and retrieved it. No further complications were reported. It was further reported via facility medwatch report mw5150890 that tip detachment occurred. Transjugular intrahepatic portosystemic shunt (tips) was performed. A non-boston scientific guidewire was placed as a marker in both the right and middle hepatic portal vein. Due to obliteration of periportal fat and heterogenous liver, transhepatic portal was difficult to access. Some injections seemed to be within intrahepatic hematoma. A 182cm luge guidewires were selected for used. Three occurrences where the tip of the guidewire sheared off inside the patient. On two of those occurrences, the physician was able to snare and retrieved the device, while on one occurrence; the tip of the wire had to be left embedded in the liver parenchyma. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that distal tip detachment occurred requiring additional intervention. A 182cm j luge guidewire was used during the procedure. However, the tip of the wire sheared off inside the patient. The physician snared the tip and retrieved it. No further complications were reported.